Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device was generating beeping tones and displaying eol battery status with a monitoring voltage of 1.5 volts. Subsequently, the device could not be interrogated.